Event description:
Procedure type: according to the reporter, the surgeon began to fire the stapler and a "cracking" noise ensued. The stapler jaw could not be retracted off the tissue initially but eventually released. The surgeon completed the resection with a new stapler. A leak test was performed and successfully passed. Post operatively, a stomach leak was identified and resolved by stenting.

Manufacturer narrative:
(B)(4).